Event description:
It was reported to philips that the equipment does not turn on. The device was not in clinical use. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon functional testing, the fse found l3 fuse was damaged and the fse replaced the l3 fuse, but the pc box did not turn on and it confirmed that the power tray was damaged. To resolve the reported issue, the fse replaced the pc box power supply and one defective fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.